Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patella resurfacing and insert exchange - surgeon, (B)(6) 2018. Patient was complaining of anterior knee pain. Surgeon elected to revise the insert to a thicker one, and also resurfaced the patella. Patient initials (B)(6).

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.